Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. The device was received for evaluation. Visual inspection reveals that the upper jaw is bent. The lower jaw is bent slightly to one side. The remainder of the device is in used but as expected condition. A needle was loaded into the gun and fired. The needle would not retract. This is caused by the bent parts of the jaws. This complaint can be confirmed. The probable root cause is an excessive lateral force was applied to the distal end of the gun or that the damage to the upper jaw was caused during the sterilization process of the gun. When the gun was placed in the sterilization tray the jaw contacted other devices and the tray and caused this bend. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that one of the expressew iii w/hook has a broken trap door and the other is sticking. No procedure delay has been reported. An additional device has been used to complete the procedure. There were no patient consequences reported and no other medical intervention was required.